Event description:
It was reported that the balloon burst. The 50-80% stenosed target lesion was located in the mildly tortuous and mildly calcified arteriovenous fistula of the upper limb. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the pre dilation across lesion anastomosis with a 4mm non-compliant balloon was performed and exchanged it with this balloon. However, it burst when inflated below nominal pressure upon first inflation. The whole system was withdrawn safely, and the procedure was completed with another piece of the same device. There were no complications reported and the patient is stable.